Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on july 08,2019 at evening due to diabetic ketoacidosis and high blood glucose level of 686 mg/dl, the customer's blood glucose level 686 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer had nausea, vomiting abdominal pain difficulty breathing. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.